Event description:
It was reported that two days post-implant of the leadless implantable pulse generator (ipg) there was unstable pacing thresholds and intermittent loss of capture. An attempt was made to remove the device unsuccessfully and was instead programmed off. A single chamber transvenous system was implanted in its place. No patient complications have been reported as a result of this event.